Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, there was a poor staple formation. The surgical time extended by more than 30 minutes. Also the incision extended due the issue (less than 1 in). There was no patient injury.